Event description:
It was reported that the pt's pump worked well from (B) (6) to (B) (6) 2008. In (B) (6), the pt became "extremely tight" and "spasticity came back". From (B) (6) to (B) (6), the pt's medication was increased from 250 to 850mcg, but the pt "did not get looser" and was "still extremely tight". In (B) (6) and (B) (6), dye studies were performed. The physician said there was a "little bit of crystalization around the middle of the spine". In (B) (6), the pt was "loose" in the legs only and the top half was still tight. The medication was decreased to 290mcg. The pt had no withdrawal symptoms. Since (B) (6), the pt noted a "constant cough" and "rapid heart beat". The pt also noted that her leg muscles were so loose she had trouble walking and had been depressed. It was also noted that the pt's spasticity varied based on her position. The pt underwent a nuclear dye study ((B) (6) 2009) and was told it would take 48 hours for the dye to move through the catheter to her spine. Two days later, the dye had not moved from the pump reservoir. The pt was scheduled for an add'l x-ray. The pt saw a cardiologist for the rapid heart beat and the cardiologist said the pt's heart was "fine". The pump contained baclofen. Add'l info has been requested, but not available as of the date of this report.

Manufacturer narrative:
(B) (4). Constant cough.